Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was beeping, had a black circle and nothing left in the status screen for reservoir. The customer stated that there was no icon for the reservoir on the display. The blood glucose reading was not available at the time of the call. A failed battery test was also reported, but the customer was not able to troubleshoot and had no batteries to replace the current set with. Advised the customer that we do not recommend using this device, as she had another insulin pump ready to use. Nothing further reported.